Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 05, 2017; pfs and medical records received. Pfs alleges high metal levels and numbness. After review of medical records for MDR reportability it was reported that the patient was revised to address instability and dislocation. On the revision note it was reported, upon performing arthrotomy, there was a small benign-appearing joint effusion. The acetabular component was a little more anteverted than usual. Xray showed anterior-superior dislocation. Laboratory results for cobalt/chromium shows above 7ppb.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: (B)(6) 2017; pfs and medical records received. Pfs alleges high metal levels and numbness. After review of medical records for MDR reportability it was reported that the patient was revised to address instability and dislocation. On the revision note it was reported, upon performing arthrotomy, there was a small benign-appearing joint effusion. The acetabular component was a little more anteverted than usual. Xray showed anterior-superior dislocation. Laboratory results for cobalt/chromium shows above 7ppb.